Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during delivery through the vessel. The target lesions were located in the left main (lm) coronary artery and the left anterior descending(lad) artery, specifically at the ostium and proximal locations. A non medtronic balloon was used with the intention of crushing the dislodged onyx frontier stent against the vessel wall. An attempt was made to use a snare device in the lesion but the dislodged onyx frontier device remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: event date updated. Image review: analysis of the procedural images confirms the presence of the target lesion in the lad. Wiring of the vessel can be observed, followed by pre-dilation of the lesion. The dislodged stent can be observed in the images; however, images do not capture attempted delivery or the mechanism of dislodgement. Rewiring of the vessel and an attempt to crush the stent can be observed, followed by deployment of a second stent at the lesion site. Following deployment an attempt snare the dislodged stent can be observed, followed by migration of the dislodged stent to the iliac artery. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient was admitted with known left anterior descending (lad) disease for an angioplasty to the lad via the right femoral artery (rfa). It was reported that during the procedure one onyx frontier coronary drug eluting stent was attempted to be used when stent dislodgement occurred during attempts to withdraw the device following a failed delivery. During the routine angioplasty the lad was crossed with a non-medtronic wire and pre-dilated well with a 2.5 x 12mm non-medtronic balloon. A 3.5mm non-medtronic stent was then used and was unable to cross into the lad lesion. The onyx frontier 3.0 x 15mm stent was then attempted to be used but was also not able to be passed down through the tortuous lesion and during attempts to pull the onyx frontier stent back it is believed that the non-medtronic guide catheter backed out a bit, the guide catheter was no longer coaxual and the stent may have got caught on the edge of the guide catheter. The onyx frontier stent was noted to have come off the balloon and was sitting in the left main. A second access was gained via the left femoral artery (lfa) with a 6f non-medtronic sheath. A second interventionaist was called to assis t. The left main was re-crossed with two non-medtronic wires and the initial non-medtronic wire was removed. The stent was then attempted to be crushed to the vessel wall using a 3.5 x 12mm non-medtronic nc balloon. A 4.0 x 16mm non-medtronic stent was then deployed in the left main successfully and post dilated using a non-medtronic nc balloon. Intravascular ultrasound (ivus) was performed post the left main stent deployment which only showed the proximal stent deployed in the left main with good apposition and no dissection. The onyx frontier loose stent appeared to be sitting in the left coronary cusp. It was unable to be snared during attempts using a 6f non-medtronic multipurpose catheter. The stent then embolized into the left main, so the lad was recrossed with a non-medtronic wire. The wire and guide were then pulled back and the onyx frontier loose stent moved back into the aorta. An attempt was made to retrieve the loose onyx frontier stent with a snare catheter but could not be retrieved. It then migrated and lodged in the internal iliac artery. It was decided to abandon the procedure at this point as the patient was stable. The left main stent looked good, though there was still 90% stenosis in the lad. The loose onyx frontier stent had lodged in the internal iliac artery and is now in a distal gluteal vessel. A non-medtronic closure system device was inserted through the rfa and the sheath remained insitu in the lfa. Patient was loaded with 180mg ticagrelor and sent to the chest dependency pain unit post procedure. The target lesions were located in the left main (lm) coronary artery and the left anterior descending (lad) artery, specifically at the ostium and proximal locations. The lesion was severely tortuous and had 90% calcification. There were no difficulties noted when removing the protective sheath/stylette. The device was inspected prior to use with no issues noted. The device was prepped per IFU with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. No further patient complications have been reported as a result of this event. Facility name and address updated. Patient sex and weight added. Event date updated. Annex a codes added. Correction: lot number added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.